Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Use of the device in a calcified lesion. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A 6 f guide catheter, pt2 biotrinik guide wire, mdt sprinter dilatation catheter.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a calcified common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device could not be removed from the patient anatomy. The safety release mechanism and access ports as well as counter traction were used unsuccessfully. X-ray of the vessel found plaque entrapped between the vessel wall and the locator wings, which prevented the clip from closing the puncture side and the locator wings from collapsing. During transport of the patient to the operation room the plaque moved slightly and the device slipped out of the vessel. The surgeon closed the puncture site with a single stitch. There were no adverse patient sequelae reported. Though requested, no additional information was provided.